Event description:
Procedure type: lap chole. According to the reporter: the cannula disengaged from the hub, but did not fall into the cavity. A new device was opened to finish the case. There was no additional bleeding, neither the operative time nor the incision size was extended. No tissue or patient injury reported.

Manufacturer narrative:
(B) (4).